Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient was seen in-clinic and whenever they interrogated the device, the merlin freezes and presents an error message. Fsm state action error. A device image was downloaded and sent in for analysis. The patient will be seen at the next follow up, and firmware will be reloaded to restore the device.